Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. According to the observation of involved eliminate plus (hereinafter we call involved product) which was sent back, we confirmed tore from the exit port to the distal end side at 0.6cm~8.3cm from the tip. We performed simulation test by using new eliminate and ptca trainer. We set the fit size guide wire to the eliminate plus, and inserted to ptca trainer with fit size guiding catheter. We performed guidewire operation, and ormed a loop at guide wire. In that state, we performed removal operation of the eliminate plus. As a result of observation of exit port of the eliminate plus, we confirmed tore similar to actual product. As these result, tore of exit port in involved product occurred by the reason that removal operation was performed in the state of bending of guidewire used together. The guidewire bent nearby the exit port, which result resistance. By pulling the catheter during guidewire is bent, corruption of exit port occurs. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. As a result of observation of involved product, we confirmed tore from exit port to the front end side at 0.6cm~8.3cm from the tip. From the result of simulation test, tore of exit port in involved product occurred by the reason that removal operation was performed in the state of bending of guidewire used together.

Manufacturer narrative:
UDI: not required for this product code/ lot number combination. Implanted date: device was not implanted. Explanted date: device was not explanted. Not required for this product code/ lot number combination. The actual device has been returned for evaluation. Visual inspection revealed that the involved eliminate, plus that was sent back, had a tore from the exit port to the distal end side at a few centimeters. We perform visual inspections for all eliminate plus in the packaging process. The device history records of lot 190100600 were reviewed, and no disorder was found. We investigated the complaint records of the lot 190100600, and we found no same kinds of complaints were reported in the past. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The user facility reported that the product was used to aspirate a thrombus. When the doctor removed the product once, and tried to use it again, he found that the exit port of the guidewire lumen was ruptured.